Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and ufrther information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage in the keypad assembly noted. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that up arrow on the customer's insulin pump is unresponsive. Advised insulin pump would be replaced. No additional information was provided.